Manufacturer narrative:
(D10) concomitant device(s): (B)(6), 01-030-01-0450 - alt cup clstr g4 sz 50; (B)(6), 01-030-40-0436 - alt xle lnr ntrl g4 36; (B)(6) 170-36-93 - biolox delta femoral head 36mm od, -3.5mm.

Event description:
Approximately 12 days after left tha, the patient was revised due to subsidence and a lesser trochanter fracture. The stem and ceramic ball were revised. The patient was revised to exactech devices. The event is not related to the breakage of a device. The event did not cause a surgical delay/prolongation. Patient was last known to be in stable condition following the event.